Event description:
It was reported when using the bd insyte¿ autoguard¿ bc shielded IV catheter there was leakage. The following information was provided by the initial reporter: there was leakage "coming from the blue hub".

Manufacturer narrative:
Investigation summary : our quality engineer inspected the samples submitted for evaluation. Bd received five hundred unopened units. Per bd sampling policy, 125 units were randomly selected for visual inspection and leakage testing. During testing one unit failed to retract due to damage inside the luer and one unit was found to just have damage to the inside luer. During a leak test, both devices leaked due to the observed damage to the luer. The defect of adapter damaged was confirmed in two units which was determined to result in leakage from both units and needle retraction failure in one of the units. Based on the appearance of the damage, the defect most likely occurred due to misalignment during manufacturing. Preventative maintenance and sampling are performed at regular intervals to mitigate the risk from this type of defect. As leakage is also possible due to failure of the blood control septum, an additional 45 units were randomly selected and tested for leakage beyond the septum. All actuators were observed to be in the correct position and no leakage beyond the septum was observed. A device history record review showed no non-conformances associated with this issue during the production of this batch. This type of adapter damage is currently being addressed with corrective actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd insyte¿ autoguard¿ bc shielded IV catheter there was leakage. The following information was provided by the initial reporter: there was leakage "coming from the blue hub".